Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a mode switch episode due to external noise. The external noise was not picked up as a noise reversion episode. The patient unaware and this does not make a difference to patient programming or patient care.